Event description:
A patient reported experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were 11.0 mmol, 14.0 mmol. Tests were done within 20 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.